Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch: b4, d1, 9, g3, g6, h2, h3, h6 and h11. Corrected data: d1 (brand name): cerenovus enterprise. Complaint conclusion: as reported by the field, during an endovascular embolization, an EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 8756362) became impeded at the distal end of a prowler select plus 150/5cm microcatheter (606s255x, 31295079) and could not pass through the microcatheter (mc). The physician removed the stent and microcatheter from the patient and replaced them with a new stent and a new microcatheter (both are other brands) to complete the procedure. There was no patient injury reported. Additional event information received on 19-sep-2024 indicated that they were able to torque the device. There was no evidence of physical material within the device. A microwire normally passed with the concomitant device prior to the encountered resistance. There was no excessive force used with the devices. The microcatheter did not kink/bent. There were no procedural delays due to the event. A non-sterile EU 4.5x22mm stent 12 mm dw tip was received contained in the decontamination pouch. Upon receipt of the device, visual inspection was performed and it was noted that only the stent was returned for evaluation and this was found detached inside the microcatheter's hub. Then the stent was removed. Microscopic inspection was performed on the stent and no abnormalities were found on it (i.e. No broken struts, no kinks). Both of the stent ends were noted to be completely expanded. A device history record (DHR) was performed and it indicated this product was final inspection and was determined to be acceptable. The issue documented in the complaint regarding the stent being impeded at the distal end of the microcatheter could not be evaluated through functional test since the stent became detached during the procedure; however, this condition suggests that the enterprise introducer was not fully seated in the hub of the microcatheter, causing the stent to expand in the microcatheter's hub, causing the resistance and resulting in the stent component being unable to advance further, where push/pull force was applied sufficiently to disengage the stent from the delivery wire. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the device. As part of the cerenovus process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required at this time. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) do contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional event information received on 19-sep-2024 indicated that they were able to torque the device. There was no evidence of physical material within the device. A microwire normally passed with the concomitant device prior to the encountered resistance. There was no excessive force used with the devices. The microcatheter did not kink/bent. There were no procedural delays due to the event. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during an endovascular embolization, an EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 8756362) became impeded at the distal end of a prowler select plus 150/5cm microcatheter (606s255x, 31295079) and could not pass through the microcatheter (mc). The physician removed the stent and microcatheter from the patient and replaced them with a new stent and a new microcatheter (both are other brands) to complete the procedure. There was no patient injury reported.